Manufacturer narrative:
Block e1: the procedure was performed at: (B)(6) medical center. (B)(6). Block h6: medical device problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation results: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic analysis was performed, it was noticed that the balloon had a pinhole. Functional evaluation was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located in the distal section on the body of the balloon. The reported event was confirmed. The pinhole problem is likely due to factors encountered during the procedure, such as the interaction with scope or any other surface during the procedure could create friction on the balloon, resulting in the found problem of balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a dilation procedure performed on an unknown date. It was reported that the balloon had a pinhole. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on august 19, 2021: this report pertains to one of two cre pro gi wireguided dilatation balloons used during the same procedure. The procedure occurred on (B)(6) 2021 and the deice was used in the pharyngeal region. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the procedure was performed at: (B)(4) medical center (B)(4). Block h6: medical device problem code a041001 captures the reportable event of balloon pinhole. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a dilation procedure performed on an unknown date. It was reported that the balloon had a pinhole. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on august 19, 2021: this report pertains to one of two cre pro gi wireguided dilatation balloons used during the same procedure. The procedure occurred on (B)(6) 2021 and the deice was used in the pharyngeal region. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a dilation procedure performed on an unknown date. It was reported that the balloon had a pinhole. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.